Manufacturer narrative:
Vyaire medical received the device and performed an evaluation. However, the reported issue was not reproducible. Vyaire medical ensured all components are up to date and continued per service processing procedure. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator delivers high pressure than set value. The inspiratory pressure was set at 30 and peep (positive end-expiratory pressure) at 6, but the ventilator deliver over 40. Additionally, the customer reported no vte (end-tidal volume) delivered to patient. The customer confirmed there was no patient harm associated with the reported issue.